Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2018 it was reported that the pump pocket site of the pump that was recently replaced had a large fluid collection and the patient didn¿t ¿feel right¿ after the replacement. The event date was noted to be an unknown date in (B)(6) 2018. There were no environmental, external, or patient factors that may have led or contributed to the issue other than the ¿uneventful recent pump replacement¿. A successful dye study was performed which showed dye entering the spinal canal. The patient was being brought to the or (operating room) on wednesday (B)(6) 2018) to explore the pump pocket. The issue was not resolved at the time of the report. It was indicated that the hcp had no further information regarding the event. The patient status was reported as ¿alive; no injury¿. No further complications have been reported as a result of this event.